Manufacturer narrative:
Device 14 of 30. D2: common device name: eurotec 1 piece. Correct common device name is nor available for selection in database. Hence, it has been mentioned in h11. Please consider eurotec 1 piece as common device name instead of natura. E1: complainant street address: (B)(6). Complainant phone: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Photograph has been received for this complaint, which was evaluated in accordance with work instruction (wi). Based on evaluation of received photo, we can confirm, that pursing strips have correct position and no overhang over the pouch is visible. A batch record review indicates no discrepancies. Batch record review was conducted resulting in following: ileostomy bags in question were manufactured under ref code 422092 / system application product (sap) 1747370, product ilm scvx drn m win 25mm (1x10pk)eur and manufacturing lot #4h04313. Order (B)(4) was produced on august 2024 on center c5.2 on machine a230, with lot amount (B)(4) pieces (pcs). The affected quantity is (B)(4) pieces. The production process, in-process control, testing result, packaging of products was run according to the process instruction (pi) for ostomy products on automat a230 ostomator 3 and recorded in batch record (br) instruction. Client describes sharp edges at the sleeve of her pouch. During production of this lot, pouches were checked using test methods (tm) - inspection of closing systems. No discrepancy during testing was found. Review of the device history record (DHR) showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. The process parameters were adjusted within the validated window. No nonconformance has been registered during the manufacturing process of the affected lot and of the mention issue. No other similar complaint was registered on affected lot and malfunction ¿pouch materials in contact with skin are too rough or sharp¿. Issue was discussed on complaints review board meeting held on 20/feb/2025. Complaints review board (corb) team decided, that issue is considered to be isolated and no another action is needed. Meeting minutes with decision of corb attendees is available in complaint investigation attachment. No negative trend related to issue was occurred during the manufacturing process on machine a230. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005778470.

Event description:
The distributor reported that the end user described that there were sharp edges at the sleeve of her pouch and got small cuts on her legs. Also, when she rolled up the pouch and put it into the lock in pocket, it fell out. A photograph depicting the issue was received from the complainant.